Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.1.1) installed on iphone 12 pro (ios 16.5) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the d00780504, version c. After conducting a thorough investigation, we have identified several disconnection from the os. Even thought the os didn¿t specify the reason of the disconnection, we believe it might be due to missing bonding keys which typically cause the connection to fail multiple times. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: 1. Settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. 2. Remove the previously paired pump from the ios bluetooth settings (forget device). Note: make sure to perform this step before every pairing attempt, including after a failed pairing and after a fresh app install. 3. Remove the mobile device from the pump paired devices list. 4. Restart the phone 5. Install the minimed mobile app and wait 30 minutes until move forward to the next step 6. Attempt pairing with the pump 7. Perform another pairing attempt medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that loss of connection between pump and mobile device. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the insulin pump and the device will not be returned for analysis.